Event description:
A surgeon reported that the tip of the forceps broke and fell inside the pt's eye during surgery, but was removed during the procedure with no impact to the pt.

Manufacturer narrative:
The sample has been received for eval. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the MFR's acceptance criteria. A 100% final inspection is performed for this product. A root cause has not yet been identified. (B)(4).